Event description:
It was reported that during cardiopulmonary bypass for an aorto-coronary bypass procedure, blood leakage was observed from the one-way valve located on the suction line connected to the aortic vent from the custom tubing pack. The suction line was clamped and the valve was removed, replacing it with a straight 1/4-1/4 luer connector. It was necessary to transfuse the patient with one unit of packed red blood cells due to anemia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info h6: updated the annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the same leak did not occur in multiple sets. It was stated that as this is a suction device, it is normal for air to be present in the tubing. Based on an initial visual inspection, the leak appears to originate near the valve. Patient blood loss was approximately 500ml. Device evaluation summary: visual inspection shows the negative umbrella valve is out of position. The device has the test mark. Functional testing was performed from 0 to 0.5 lpm, there was leaking observed from the negative umbrella valve. Reason for return was confirmed. D2. (Product code) d2.1 (common device name): these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.